Event description:
It was reported that during central processing, scratches were observed at the end of the thoracic grasper instrument. There was a hole in the shaft of the instrument. The instrument was not used. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had deep scratches/gouges. The black tube insulation was damaged at the distal end. Insulation was gouged on one side and had a .076 x .071 piece missing roughly 2.088 above the snake wrist. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the deep scratches/gouges if to recur could cause or contribute to an adverse event.